Event description:
There is no additional information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable event was found during evaluation, where the image was blurry, indistinct, or noisy when the charged coupled device unit cable is connected. Based on the results of the investigation, the reported event was likely as a result of the customer using a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. However, the root cause could not be established. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope exhibited the distal end burned. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.